Event description:
Zoll onestep CPR complete pads package was opened in order to place pads on patient. Upon pulling the pads apart, the wires broke apart, exposing the wires opn the pads. The pads were removed from service and a new package of pads was obtained for use. The pads were not used on the patient, therefore no patient harm from these pads.